Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that resistance was felt when the balloon catheter was placed over the guide wire in a tortuous vessel; therefore, the devices were removed. During removal, the guide wire unraveled at the distal coil in the patient, but was able to be removed. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Historical data shows that guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. From the incident details, it appears as if there was resistance with the catheter in a tortuous anatomical condition.